Event description:
It was reported when using the bd vacutainer® edta 2k the cap is deformed and the tube did not draw enough blood. The following information was provided by the initial reporter. The customer stated: this is a report about the following two issues with newly opened products. (1) underfill: the tube did not draw the appropriate amount of blood and recollections were needed. (2) deformed cap: the cap was deformed to an oval shape and did not fit the holder.

Manufacturer narrative:
H.6. Investigation summary: bd had not received customer samples, but three (3) photos were provided for investigation. The photos were evaluated and do not show the customer¿s failure mode of underfill, but they do show the customer¿s failure mode of damaged product. Additionally, one hundred (100) retention samples from bd inventory were visually inspected with no physical defects identified. Ten (10) retention samples were also evaluated by functional testing and the issue of underfill was not observed. This complaint has been confirmed for the indicated failure mode damaged product but is not confirmed for underfill. Bd was not able to identify a root cause for the indicated failure mode.